Event description:
On (B)(6) 2010, pt's father reported that sometimes the up arrow button on the infusion device is not working. Father stated the rubber casing is rubbing off and the button works intermittently. Father reported the pt first started to notice the issue when she was attempting to bolus. Father stated the top button sometimes sticks in the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.